Event description:
It was reported that, after a right hip revision surgery on (B)(6) 2020 in which smith & nephew were implanted; patient sustained an unspecified mechanical complication of internal right hip prosthesis that required readmission on (B)(6) 2020. Current patient's health status is unknown. No other complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H10: this complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: h6 (type of investigation), h10 (roi). H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For the modular shell and stem, a review of complaint history of the previous 12 months revealed a single similar event for the listed devices and, for the femoral head, dual mobility liner and insert, the review revealed multiple similar events. However, these similar events reported the same harm but no sufficient information about the failure mode was provided, so these events could not be associated with the reported event. A review of the instructions for use documents for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. An evaluation of the risk management files and prior actions could not be performed because there is not enough information about device failure mode or patient adverse event in order to perform the retrospective review. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.